Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2017-33744. During a follow-up, episodes of non-sustained oversensing were noted on the device due to the loss of capture on the right ventricular lead. Reprogramming is anticipated to resolve the event. The patient was stable and will continue to be monitored.